Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burn on plastic distal end cover. Foreign material was found inside the nozzle, jet tube, air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It is probable that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end causing a the burn on the plastic distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The burn on the plastic distal end cover can be detected/prevented by following the instructions for use: cf-h185l operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope. Cf-h185l operation manual chapter 4 operation:4.3 using endotherapy accessories. Foreign material can be detected by following the instructions for use: cf-h185l/I operation manual chapter 3 preparation and inspection. Foreign material can be prevented by following the instructions for use: cf-h185l/I operation manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3, h4 and h6.